Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition and with the tip of the ancillary trocar lodged inside the anvil. The breakaway washer was present and uncut and the device was received fully loaded with staples. The device was tested for functionality using a test anvil; the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, the gun was opened and the anvil removed from the main body of the gun in the normal manner with no incident. The gun was to be used to make a side-to-end anastomosis so the surgeons requested that the plastic spike be attached to the anvil, which attached with no problems. Once the anvil was in place through the bowel, both surgeons attempted to remove the spike from the anvil but it would not disconnect. Eventually, after many attempts to remove it, some artery forceps were employed to gain a grip on the spike and the anvil, and the spike came out. However, it had not disconnected properly, but sheared off, leaving its connecting end stuck inside the anvil. This rendered the anvil unusable as it could no longer be connected to the main body of the gun, so they had to remove this and open a second gun. There were no adverse consequences for the patient.